Manufacturer narrative:
The products could not be returned and stayed with the customer. A DHR review (including sterilization records) was performed and brought up no deviations. No packaging damage was reported by the distributor on request. The risk of infection is a known residual risk with the procedure, covered by the risk analysis and corresponding information is given in the belonging accompanying product information. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient was revised due to infection. Bioball implants removed and replaced with a femoral head from another manufacturer. Cup implants remained in situ. Patient is an (B)(6) y/o female. Activity levels unknown.